Event description:
Patient initially admitted with change in mental status requiring intubation on same day of admission. The patient subsequently underwent percutaneous tracheostomy at the bedside about 2 weeks later and bronchoscopy at that point was clear. The patient was discharged to hospice care a month after that and returned to the hospital 2 months after another hospital identified a retained foreign body in his left lower lobe. A bronchoscopy was performed the following day and it removed the hard plastic piece less than 1cm in length and width.when examined by medical staff, the foreign body appears to be a piece of the etad device that secures the ett. No one is able to determine at present how the device broke and lodged in the patient's lung. The manufacturer was also contacted to review the foreign body for additional confirmation.======================manufacturer response for endotracheal fastening device, hollister etad======================scheduling a visit to the hospital to examine the retained foreign body for correlation with their equipment.